Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport MRI ultra slim implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Upon infusion, the port septum was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported flushing and suction issues as there were no difficulty in flushing and suction was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. It was further reported that the device allegedly had no blood return. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the port was allegedly difficult to flush. It was further reported that the device allegedly had no blood return. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.